Manufacturer narrative:
This complaint investigation was closed based on the device not received, as the customer discarded it, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke probable root cause: application. - excessive force impacting inserter. - extremely hard bone, no pilot hole drilled. - poor patient bone quality. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a labral repair of the hip, the implant split upon initial malleting in. The implant was then immediately removed with no issues and caused no harm to the patient, it did not delay the procedure and the surgeon did not state that there were any complications caused by the event.

Event description:
It was reported that during a labral repair of the hip, the implant split upon initial malleting in. The implant was then immediately removed with no issues and caused no harm to the patient, it did not delay the procedure and the surgeon did not state that there were any complications caused by the event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.